Event description:
Adverse event: restenosis requiring medical intervention. Onset of adverse event: post procedure. Device issue: none. It was reported that during dilatation to treat in-stent restenosis of a dynalink stent in the external iliac artery, the foxcross balloon was inflated to 6 atmosphere and ruptured. Another foxcross dilatation catheter was used successfully to treat the restenosis. There was no adverse pt effect. Though requested, no additional info has been provided. This report is for an abbott (B) (4) product which is same or similar to a device that is marketed domestically.

Manufacturer narrative:
(B) (4). (B) (4). Restenosis is a known possible adverse event listed in the IFU and is a risk of the procedure. The lot history record for this product was not reviewed and a specific similar incident query was not performed because, the part and lot number combination were not reported. Info available in the case description is not sufficient to determine relation between the event and a possible product deficiency. A conclusive cause for the reported pt effect and the relationship to the product, if any, cannot be determined. All dynalink stents are 100% visually inspected (inside diameter and outside diameter), 100% dimensionally inspected, and 100% auto radial force testing. The foxcross (part# 10306-80, lot# 623273) indicated in the event description is being reported under manufacturing report# 9710478-2010-00053.